Event description:
Philips received a complaint on the v60 ventilator indicating that the patient complained of inadequate breath feeling. The device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) could not confirm the issue. No problem was observed, and the parameters were within tolerance. The unit was observed for a long period without duplication of the issue. The investigation concludes that no further action is required at this time.